Event description:
It was reported that during a wedge resection, surgeon stated with the articulation, there is not enough room in the chest cavity. The ring forceps were used, the surgeon did not want to use the grasp and articulate technique for concern of losing his grasp. Later in the procedure when stapling over thick tissue there was an incomplete staple line. The knife blade would not proceed through the second cycle. The surgeon reversed the knife blade and removed from the patient, there were three/four open staples on each side. He proceeded with a new device and finished the cut and staple. The same results occurred two times with the new device. They started out with four ports, three hours into the case they decided to do a small thoracotomy. They used the second device and a tx device to complete the case. A leak testing was performed with no issues. The surgeon decided to send patient to ICU for observation. The cartridges from the first device were discarded. On what tissue type was the device used? Lung at what location on the tissue? Various on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd during which stroke did the event occur? 2nd what color cartridge was being used? Green what other color cartridges were used before and after this event? Green was buttressing material utilized? No if so, which product? Na was the instrument fired across or near an existing staple line or clip? Yes were any unexpected noises heard? No if so, when? Na were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No was there any difficulty removing the device from the tissue? No

Manufacturer narrative:
Date sent: 11/05/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time. Spoke with rep that was present in the case. This was the first use of the device for both surgeons. Both dr's has been inserviced. A large resection of the lung was taking place. It took approximately 2 hours to locate and identify the section to resect. On the third firing of the device (3rd cartridge) the first stroke was complete but during the second stroke the staples appeared malformed and the firing handle became floppy. The tissue was extremely thick. The knife was reversed and the device was removed. A new device was opened-fired and no difficulties were encountered. After a couple of firings the same issue occurred on the second stroke and the device jammed, the knife was retracted and the device was removed. The tissue was extremely thick and existing staple lines were present in the area. After 3 hours of a difficult procedure the surgeons decided to create a mini thoracotomy to expedite the procedure as it was believed that an additional 3 hours was remaining. Patient was sent to ICU for observation.